Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 401158 lead, (B)(6) 1985. This device was included in that field action and analysis is pending. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. Both the atrial lead and the right ventricular (rv) lead had high threshold, low impedance and low sensing. The rv lead had possible insulation damage. Both leads were capped and replaced. No patient complications have been reported as a result of this event.